Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify power loss alarm due to critical pump error. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm as well as open book image on the screen. The customer¿s blood glucose level was 71 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was died, it did not work and did not turn on. Customer stated that insulin pump was not dropped or bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.